Event description:
The patient contacted lifescan alleging that his one touch ultra metr was reading the incorrect unit of measurement. He went to see his physician to inquire about the readings displayed in mmol/l units of measurement. The physician advised the patient to have the meter checked. The patient was given no treatment. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set in the correct unit of measurement. The patient did not recall having recently changed the units of measurement in the meter settings. The ccr walked the patient through resetting the meter unit of measurement to mg/dl. There is no indication that the patient experienced injury or medical intervention due to the meter. Due to the apparent spontaneous change in the meter unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.